Event description:
Patient stepped off curb and felt pop in left knee. An MRI confirmed fracture of the femoral fixation device.

Manufacturer narrative:
Initial complaint information received by the manufacturer indicated that the patient had not followed the recommended post-op regimen. It was reported that the patient was not wearing a protective brace at the time of the alleged adverse event. Subsequent information received by the manufacturer on 10/18/2006, suggested that a device related adverse event may have occurred. The device is unavailable for evaluation so the actual role of the device in the event remains uncertain.